Manufacturer narrative:
The patient sample was collected in a serum separator tube. The sample was spun for 10 minutes at 3,000 rpms. A system check performed on (B)(6) 2011 was within published specifications. Qc data from (B)(6) 2011 indicates that levels I and iii are within the laboratory's established ranges. Qc level ii is slightly out of laboratory's ranges, but within peer group data. Customer declined service. Root cause is likely sample handling, but no definitive root cause could be determined with data supplied.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result, above the ami cutoff, generated by the unicel dxc 600i synchron access clinical system for one patient. The result was not reported out of the lab. The sample was filtered and repeated on the same analyzer and on a different instrument and recovered lower within the normal reference range on both instruments. The customer stated there was no death or injury to patient requiring medical intervention or change to patient treatment attributed or connected with this event.